Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the programmer was leaking out a semi liquid material. The programmer was expected to be returned but was not replaced as preferred by the field representative. Additional information received indicated that the programmer was an outdated programmer that was stored for several years. The programmer was deactivated. There was no patient involvement.